Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely there was a smear in the image due to failure in the board unit. However, a cause could not be established for the board unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the camera head exhibited a failure in the board unit and a smear in the image. There was no patient involvement.